Event description:
It was reported that the coordinator found the device in his office with no note on it. He is not sure what if anything is wrong with it. No patient consequences. One device returning.